Event description:
The manufacturer received information alleging a ventilator's set fio2 value was greatly different than the measured value. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center for evaluation. The customer's complaint was confirmed. During the evaluation service required alarms indicating the oxygen blending module valve malfunctioned. The device's oxygen blending module subassembly was replaced to address the issues. A ventilator inoperative alarm condition was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Preventive maintenance was performed, and the air inlet filter and particulate filter were replaced per maintenance policy. The device's inline filter and machine flow sensor were found to be contaminated and were replaced to address the issue.